Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 8.8 mmol/l at the time of incident. Customer stated that the insulin pump had a stuck button alarm and the buttons were unresponsive . Customer also reported bent cannula on infusion set and there is no no delivery alarm received and troubleshooting was performed and completed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. The audio tone or vibrate feature on the device functioned properly during testing. No audio or vibrate anomaly noted during testing.